Event description:
It was reported that the pump battery couldn¿t be charged. The customer experienced an elevated blood glucose (bg) level. The continuous glucose monitor read ¿high¿; however, a specific bg value was not provided. The bg was addressed via manual insulin injection customer reverted to an alternate method for insulin therapy.